Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump experienced a blank display after changing the battery. The customer's blood glucose was 270 mg/dl. Troubleshooting was done. The customer stated that he placed the insulin pump in his pant pocket. The customer stated that neither the battery compartment nor the spring were damaged or corroded. Advised customer to insert the new aaa alkaline battery, and the customer stated that the display returned. Advised customer to monitor the insulin pump. Advised that two replacement battery caps would be sent. Advised to call back if needed. Nothing further reported.